Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be torn around the down arrow and ok keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the keypad buttons were intermittently responsive. The contrast and up arrow were found to have normal spring back. The keypad cover was removed and the down arrow and ok keypad button was found to be inverted. There was evidence of contamination found under the key contacts.

Event description:
On (B)(6) 2012, the reporter called animas alleging the up and down arrow keypad buttons are becoming harder to press and are causing uncontrolled scrolling, making it difficult to get to the desired screen. The patient reportedly wears the pump in a case exterior to his clothing and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.